Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there are atrial fibrillation episodes which are noise artifact and not real atrial fibrillation seen on the remote transmission for the implantable cardiac monitor. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.